Manufacturer narrative:
There is no device sample available for investigation. Investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
Information obtained from medwatch and risk manager. Complaint alleges: patient had a kidney transplant on (B)(6) 2011, which failed. On (B)(6) 2011, patient had the rejected kidney removed. Patient then exhibited symptoms of hypovolemia seven hours post-op and returned to the operating room. Titanium ligating clips were used on the renal artery during the allograft nephrectomy surgery. Patient was reopened post-operatively and the renal artery was open and actively bleeding. The patient expired in the operating room. Two appliers had been used: one large and one medium. Two sizes of clips were used: medium and large. It is unclear which size clip was used on the renal artery. There are no samples available for investigation. No autopsy was performed per the risk manager. Reference MDR# for other clips and applier: MDR# 1044475-2011-00062, MDR# 1044475-2011-00066, MDR# 3003898360-2011-00278.